Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
Pt enrolled into the (B) (6) trial. Minor ischemic stroke reported. Post stent dilatation, the subject had left hand and foot weakness. The pt is not yet recovered. Please reference MDR 2183870-2010-00021 for the protege rx used in this procedure.